Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. It is unknown if the intraocular lens (iol) is available for return. The iol was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information and suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was "waste" and vitrectomy was performed. Through follow-up, it was learned that the "capsule was open." The patient had another iol implanted (different brand, 3-piece iol, different diopter, +19.5). The patient's vision is currently good with no issues. No further information was provided.